Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: d4, the device was returned to olympus for inspection, and the reported failure of peeling tissue pad was confirmed. Based on the available information from the complaint and the findings of the investigation, it was found that the tissue pad was worn out and partially peeled off however, it was not possible to determine the root cause of the event. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during a therapeutic procedure, the tissue pad of the sonicbeat device became rolled up; however, it did not fall off inside the patient¿s body. The procedure was completed successfully with an olympus backup device without any delay. There was no report of patient harm associated with this event.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.